Manufacturer narrative:
Concomitant products: 50ml bag of 5% dextrose injection (baxter 50ml, ndc 0338-0651-11, lot number p348433, exp apr 17); 250 mg vial of angiomax injection (ndc 65293-001-01, lot number 00104, exp may 2018); therapy date (B)(6) 2016. The customer¿s report of bulge/balloon in the silicone segment below the upper fitment was confirmed. Visual inspection observed that the silicone segment tubing had a slight bulge, discoloration, and was weakened just below the upper fitment. Functional and pressure testing was unable to replicate the ballooning. The root cause of ballooning silicone segment could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that upon the discontinuation of an angiomax infusion, a bulge in the silicone segment. Was found. Although it was reported that the patient received an angiomax bolus, there was no report of patient harm.